Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during shift check the autopulse (B)(4) did not power on when the battery was inserted. Customer indicated that the battery was inserted on another platform (serial number unknown) and the unit powered up and worked with no issue. No patient involvement was reported.